Event description:
Patient was admitted for a right knee meniscectomy with loose body removal. According to the surgeon, the patient followed up in office a week after with complain of discomfort. Patient was instructed to follow up in another week. It was at that time that doctor ordered additional x-ray exams. The x-ray exams showed foreign body. The surgeon immediately notified the or. Patient was scheduled for surgery to remove foreign body. Patient was preoperated and brought to the surgical room. An incision was made, and the foreign objected was located and removed. Item was identified immediately as the metal tip that covers the blade of the stryker arthroscopy shaver blade (ref (B)(4). This item is a one-time sterile supply item. This tip is not supposed to come off, nor is it a countable item. Manufacturer response for angled cutter, (brand not provided) (per site reporter). Manufacturer was just notified.